Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, or outer cover. Customer states that the rear cannula end is broken and gets stuck. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle broken npe. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle rear cannula broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that rear cannula end is broken and gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ pen needle rear cannula broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that rear cannula end is broken and gets stuck.